Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a varipulse catheter which had an incorrect flushing during the procedure. It was initially reported by the customer that the varipulse catheter was occluded and not flushing properly. To troubleshoot, the bwi representative reported that they tried using high flow flushing without resolution. The bwi representative reported that they replaced the varipulse catheter and the issue was resolved. The procedure continued. There was no patient consequence. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-jan-2026, additional information was received indicated the irrigation issue was suspected to be with the varipulse catheter. The device was used on the patient. There was no error on the ngen monitor but a red triangle with exclamation point presented on the ngen pump. To troubleshoot they tried high flow flush, reseating the tubing and they tried high flow flush again. They took the varipulse catheter out to inspect and discovered occlusion. The correct catheter settings were set on the ngen generator and there were no issues related to flow rate at the start of ablation. Based on the new information received which indicates the irrigation issue was encountered during use on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On 10-feb-2026, additional information was received about the patient and the event. It was reported the patient was a 69 year old male. It was reported the smartablate tubing got loose during procedure and disconnected. Once reconnected, unable to flush. Catheter was clogged. A new catheter was opened and used to finish the case. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. Irrigation testing was performed, and the catheter was occluded and not flushing properly. For this reason, a manufacturing investigation was performed and they concluded that the failure mode reported in this complaint is related to a human error during the manufacturing process. There was poor adhesion of the components as insufficient application and omitting the = 10 sec of fixing which generates the lock stiffener to the shaft causing displacements during the process, especially during the deflection and contraction processes. An awareness session was performed to prevent this failure mode in the future. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the failure was traced to human error during manufacturing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-mar-2026 additional information was received indicating the tubing became disconnected because the tubing got loose by not being secured tightly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).